Event description:
It was reported that the patient underwent a lead revision procedure due to lead migration.

Manufacturer narrative:
Date of event: exact date unknown, event occurred eight years ago from the date the manufacturer was made aware. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70, serial: (B)(4), batch: 14092938.